Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry, the patient was on impella cp support. While on support, the patient endured ventricular arrhythmia. Once pigtail crossed into left ventricle, the patient had premature ventricular contractions (pvcs) that led to sustained monomorphic ventricular tachycardia (mmvt) requiring single direct current cardioversion (dccv) at 200j with restoration to sinus rhythm. The patient survived the event.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 was inadvertently left blank on manufacturer device report 1220648-2025-25835. E4 should have been left blank on manufacturer device report 1220648-2025-25835. G1 reporting contact fax number was inadvertently omitted from manufacturer device report 1220648-2025-25835. G2 report source; study was missing from manufacturer device report 1220648-2025-25835.